Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial # (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 23-sep-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient is going to have a MRI scan because they think his wires are migrating up. No further complications were reported. No patient symptoms were reported.